Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had over delivery. The blood glucose was unknown. The customer experienced the low blood glucose and treated with the bottles of glucose. The customer was not admitted as a result of the low blood glucose. The customer had using the insulin pump system within 48 hours of the reported low blood glucose. The troubleshooting was performed for the low blood glucose. The automate was active. The device will be returned for the analysis.